Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarms downstream occlusion at all rates. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was found that the pump passed the flow line testing and the pump functioned normally. A review of the event history log revealed downstream occlusion messages. The alarms in the log were likely a result of normal pump operation. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'alarms downstream occlusion at all rates' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.